Event description:
It was reported that during a case using the 30 mm mis gps driver and while putting in screws the surgeon figured out that on the new 2 piece style gps drivers, they can slide down the array without knowing on navigation. They ended up putting in a screw further than we knew on the screen and didn't catch it till a confirmation spin of the screws. They also measured this after the case and the driver can slide 8 mm further down the tube if you accidentally hit the button in the middle of the array.

Manufacturer narrative:
The device was not available for evaluation. No determination could be made as to the cause of the reported issue.

Event description:
It was reported that during a case using the 30mm mis gps driver and while putting in screws the surgeon figured out that on the new 2 piece style gps drivers, they can slide down the array without knowing on navigation. They ended up putting in a screw further than we knew on the screen, and didn't catch it till a confirmation spin of the screws. They also measured this after the case and the driver can slide 8mm further down the tube if you accidentally hit the button in the middle of the array.

Manufacturer narrative:
Visual and functional inspection of the reported issue could not be conducted due to not being returned by the time of the evaluation. The hazard/failure that matches the identified failure discussed above from the systems risk analysis is instrument end binds, breaks, or disassembles excelsius robotics system. Product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. The following sections were updated for this supplemental report. B4, g6, h2, h6, h10.